Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (reported as "fungal peritonitis"). The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. An unspecified antifungal medication that was prescribed for the patient and it was reported that the patient did not take the medication as prescribed. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.